Manufacturer narrative:
Additional information: section b2: outcomes; section h6: evaluation codes; section h10: narrative text. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the sapien 3 ultra valve was located approximately 1.75 inches proximal to the distal end of the balloon shaft. The crimp balloon was torn proximal to the inflation to crimp balloon bond. The guidewire shaft was observed to be pulled out of the balloon shaft. A slight kink/compression was observed on the balloon shaft. The balloon shaft was cut approximately 20 inches from the nose cone. Valve struts were observed to be bent on the inflow side. A liner delamination approximately 1 inch in length was observed on the esheath. Due to the condition of the device, functional testing was not able to be performed. Dimensional analysis on the double wall thickness of the crimp balloon was performed near the tear. All measurements were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints for reported complaint codes. Complaint history review from june 2019 through may 2020 for the commander delivery system (all models and sizes) revealed additional returned complaints for the reported events. A review of complaint data for may 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process the crimp balloon undergoes multiple 100% final inspections. The delivery system components undergo multiple 100% inspections. The delivery system undergoes 100% leak testing followed by inspection of the inflation balloon. During final inspection, distal to proximal visual inspection is performed. Additionally, product verification (pv) testing is performed based on a sampling plan. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during visual inspection and dimensional measurements. As stated in the complaint description, ¿therefore, it was tried to remove the ds with the crimped valve and sheath together; however, there were many difficulties faced during this process as it was not possible to get the damaged valve back to the sheath, and while trying this, the tip of the sheath was torn/damaged even further¿. It is likely that the bent valve struts caught on the distal tip. If there was a lot of resistance experience at the distal tip, it is likely that excessive force would have been used to remove the devices and the observed damage on the sheath would have occurred. Additionally, excessive manipulation during the device removal could have resulted in the tearing of the crimp balloon. Although a definite root cause of the reported events was not determined, procedural factors (withdrawal of the damaged valve, excessive force/manipulation of the devices) may have contributed to the torn balloon and femoral artery dissection. No manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural (withdrawing damaged valve/excessive device manipulation) factors may have contributed to the complaint event. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. No IFU/training material deficiencies were identified. Please reference related manufacturer report no: 2015691-2020-11862, and related manufacturer report no: 2015691-2020-12049.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), a transfemoral tavr procedure for a sapien 3 ultra valve was performed. During the procedure, after the commander delivery system was pushed through the esheath, a bent strut in an inflow area of the valve was noticed. The bent strut was ¿attached¿ to a mild bend in the introducer sheath when it was delivered to the sheath. No more than normal insertion difficulties were reported while inserting delivery system through the esheath. The delivery system, valve and sheath were removed together with difficulty. The damaged valve could not be pulled back into the sheath. During the withdrawal attempt, the tip of the sheath was torn/damaged. Multiple attempts were made to remove the valve. The patient became hemodynamically unstable. The whole system (delivery system, valve and sheath) was removed. A new valve was prepared and successfully implanted. Following the removal of the second system, a local dissection and laceration in the femoral artery was observed and surgically repaired. Post procedure, the patient who had severe kidney failure prior to the procedure, developed an acute renal injury. The patient also developed a severe infection and a possible ischemic bowel. Hypoperfusion of the brain (delirium, impaired cognition) was also reported. The kidney function and neurological situations did not ¿recover¿. The patient was discharged to a health care center for symptomatic treatment one week after the procedure. During the pre-decontamination of the returned commander delivery system, a balloon tear was observed. Per the 3mensio report, the native annulus measured 23.5mm x 30.8mm by CT with a valve area of 570.9mm2. The access vessel minimum luminal diameter (mld) measured 6.8mm. No vessel calcification or tortuosity was reported.